Event description:
Additional information received reported, the patient had ¿a whole bunch of sores¿ that were ¿coming up on him.¿ his stomach was retaining all the fluid in the area and it was making the patient bloat up and whatever else was there with the drugs in the pump wasn¿t ¿doing about good to himself¿ because of the pain in his back. The pump wasn¿t helping his pain. The patient was getting medicine in his body form the ¿leak¿ for almost a year.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # l57099, implanted: (B)(6) 1998, product type catheter.

Event description:
It was reported that the patient's catheter was disconnected from the pump. It was indicated about 1.5 years ago that the patient hit his pump on a car and bruised the pump area. The patient began to experience a lack of symptoms relief/ loss of pump efficacy. It was also stated that the patient had lesions that looked like ringworms. It was noted 6 months later that the patient fell hard on his pump again and was taking oral valium and hydrocodone at that time. The patient was constantly in a state of drowsiness and would often pass out. It was mentioned during explant that the pump had "fell into the physician's hand" and the pump and catheter were completely separated. Within 7-10 days of surgery, the patient had lost (B)(6) because the medication was going into his body rather than the catheter. It was later reported that the cause of the event was due to the fall with dislodgement of the catheter. The patient had an x-ray, although the date of service was not provided. The outcome of the patient was reported as no injury and recovered without sequelae. The drugs delivered via pump were baclofen and dilaudid.